Event description:
It was reported that the broken tip fell into the patient, but was retrieved successfully. An x-ray was performed, which caused a 30 minute delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Even though the lot number corresponding to the returned unit does not match the reported lot number, the returned unit was activated on the same date as the event date reported on this case and the condition observed matches the reported. The tip breaking (electrode) was confirmed on the returned unit. The detached electrode was not returned with the unit. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component: according to the device history record review, the lot was manufactured according to specifications. Poor assembly process: in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, the unit was extensively used during surgery as the unit was activated for at least 450 seconds, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The returned unit showed no evident signs that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, exceeding the part strength per design, which can result in the damage observed and which is contraindicated as per user instructions for the serfas energy probes family (p/n 1000-400-763). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the broken tip fell into the patient, but was retrieved successfully. An x-ray was performed, which caused a 30 minute delay.